Manufacturer narrative:
(B)(4).

Event description:
It was reported that receiver power issue occurred. Product was provided for investigation. An external visual inspection was performed and passed. Receiver charge was performed and passed. Receiver boot was performed and passed. Functional test was performed and passed. The receiver log was downloaded. A receiver charge or battery issue was not found within the investigation window; however multiples of receiver resets were observed on (B)(6) 25 in log review. The allegation was not confirmed. The probable cause of the unexpected receiver shutdown could not be determined. No injury or medical intervention was reported.